Manufacturer narrative:
Upon follow up it was reported that the treatment with cefazoline and ceftazidime was completed (unknown date). The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was reported to be due to poor environment. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with cefazoline (intraperitoneally (ip), 1 gram per day) and ceftazidime (ip, 1 gram, per day) for peritonitis. Treatment with antibiotics was ongoing and the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.